Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no malfunction was found.

Event description:
It was reported the device might have problem. Followup was done, but no detail was received on the problem. The device was returned for test and repair. There was no patient involvement.